Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that a broken force sensor alarm was detected during regular delivery. Customer's blood glucose was 318 mg/dl. Customer advised they were disconnected from the device since they were at a pool. Two hours after leaving the pool and using the device they are now receiving the broken force sensor alarm. Customer advised they are unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and power error 35 noted in the history download due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to the critical pump error. The pump had a cracked case at the battery tube side and a scratched case.